Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient tried to inflate the foley catheter balloon but they couldn't inject the water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley with sample port connector. Visual inspection of the sample noted 1 three-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon inflated with no issues. Dissected the balloon to verify notch perforated. With syringe attached the balloon deflated passively within (2 minutes 25 seconds) with no issues. The balloon was dissected to find the inflation notch was completely perforated. Notch measuring (0.025¿) on the return sample. The reported issue could not be reproduce. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed a labeling review is not required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient tried to inflate the foley catheter balloon but they couldn't inject the water. Per follow up information received on (B)(6)2021, damage to the catheter was unknown and it was unknown if there was a hole in the catheter .